Event description:
The customer reported via phone call indicated that customer had experienced hypoglycemia. The blood glucose value at the time of the event was 50 mg/dl. Customer treated the low blood glucose level with food. No further patient complications were reported. Trouble shooting was declined the device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.